Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantion of an implantable heart device, the mobile programmer software application closed suddenly and there was a loss of communication with the analyzer. It was noted that the analyzer was ready to pace and when the application closed everything was reset. When the application was reopened, the base and reader had to be paired to the device, the device reinterrogated, and the analyzer reopened. The programmer is still in use. No patient complications have been reported as a result of this event.